Manufacturer narrative:
Foot end gas cylinder.

Event description:
The foot end cylinder was spongy. A pt was sitting on the foot end of the stretcher and the pt allegedly fell due to the stretcher tipping. Stryker manual states that the pt should not sit on the foot end of the stretcher as it may tip.